Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a nurse programmed a pump to infuse 1000ml of d5 1/2 ns at 125ml/h (vtbi 925) however after 4 hours the pump alarmed and the bag was noted to be empty with a volume to be infused displaying as 474ml. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of the bag infusing too soon was not confirmed. The pcu event log showed that at 2:28 pm on (B)(6) 2016 an infusion of ".ivf" was programmed with a rate of 125 ml/hr and a vtbi of 925 ml. At 6:15 pm the device was paused. The logs did not record an alarm however the silence key was pressed 7 times after the device was paused. The device was then channeled off at 6:34pm. The total volume infused was logged as 470.9 ml. Physical inspection showed a crack on the bezel at the lower hinge and a crack on the door at the upper hinge. Functional testing showed the device infusing within specification. The root cause of the reported over infusion was not identified.